Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Corrected data: device was initially not being returned, but device was sent to us for evaluation. Device returned on 10/31/2023.

Event description:
It was reported that the device activated unpredictably during a service evaluation at ous service facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that the device activated unpredictably during a service evaluation at ous service facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.